Manufacturer narrative:
(B)(4). Batch # n5637e. Additional information was requested and the following was obtained: what were the indications for surgery? --- no information from the hospital. Who fired the device and what is his/her experience? --- the doctor had used the device. Who docked/connected the anvil to trocar? --- no information from the hospital. Where in the green range was the indicator located prior to firing? --- no information from the hospital. Was the sales rep present during the procedure? --- no. Did the surgeon believe the device was not fully activated after the first firing and the washer was not cut? --- yes. Doctor thought there were stales placed in the device after first firing. What is the current patient status? --- the patient was recovered. Other additional information; the covering stoma was not planned before the procedure. The analysis results found that the cdh25a device arrived with no apparent damage. The breakaway washer was present and cut and there were no staples present, indicating that the device achieved a full firing stroke. The device was reloaded with staples, a new washer was placed on the device and it was tested for functionality. It fired and formed all the staples as well as completely cut the test media and the breakaway washer without incident. The staple line was complete and the staples were noted to have the proper b-formed shape. As part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment. No anvil issues were noted during the analysis of the device. Reattach the anvil by sliding the anvil shaft over the trocar and pushing until the anvil snaps into its fully seated position. It should be noted that before firing the device the orange indicator should be fully within the green range of the gap setting scale. In addition, it should be noted that if the firing sequence is not complete (the firing handle reaches its stopping point, and the firing trigger is parallel to the instrument handle) staples could be partially deployed without cutting the washer. The firing stroke must be completed. Do not partially fire the instrument. Incomplete firing can result in malformed staples, incomplete cut line, bleeding, and leakage from the staple line and/or difficulty removing the device. Ensure that the firing trigger is fully squeezed to ensure proper staple formation and cutting of tissue. Squeezing the firing trigger exposes the knife. Engage the red safety prior to removing the washer and tissue donuts from within the circular knife. Do not re-squeeze the firing trigger as this may damage the anastomosis. After the firing stroke is completed, release the firing trigger, allowing it to return to its original position, and re-engage the safety. To reset the safety, pull the firing trigger back to its original position, if necessary. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.

Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. As a lot/batch was not provided, a device history could not be performed. Additional information was requested and the following was obtained: the doctor recognized that he grasped the handle under the condition that the anvil and the housing were not set properly. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. What were the indications for surgery? Who fired the device and what is his/her experience? Who docked/connected the anvil to trocar? Where in the green range was the indicator located prior to firing? Was the sales rep present during the procedure? Did the surgeon believe the device was not fully activated after the first firing and the washer was not cut? What is the current patient status?

Event description:
It was reported that during a laparoscopic low anterior resection, there was no feedback that the washer was cut at the 1st firing. The anvil came off when the device was being removed, and it was found that the anvil and the housing were not set properly. At the 2nd firing with the same device, the feedback was felt that the washer was cut. However, it was found only the knife moved and no staples were deployed. Eventually, rectum was recut at lower position to anastomose the site again with another device. Also, covering stoma was performed. As a result, it took additional 2 hours to complete the case. The patient is staying at the hospital and additional operation is scheduled to close the stoma.